Event description:
Over the last four years, the pt experienced unspecified symptoms from her intrathecal baclofen therapy that required colonoscopies, sleep studies, and stress tests. She was also on other unspecified medications to counteract the symptoms of the baclofen. She stated she was weaned of the medication and all her other problems went away. Her dr explained that the pump was stopping and starting randomly and this was why she sometimes felt like she had an overdose and underdose. At one point she went from walking with a walker to having to be wheelchair bound; her legs were so flaccid that she could not get out of bed. The pump was explanted due to a mechanical failure; the pt stated she was given the pump back. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.